Event description:
It was reported that a female patient underwent a breast surgery with a 600cc artoura breast tissue expander and experienced a wound infection on an unspecified side post-operatively. It was indicated the patient required surgical intervention to treat. The patient was reported to have had the device explanted, but an explicit date of explant was not provided.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: pc-(B)(4).